Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported a perforation occurred in the mid right coronary artery (rca). The 3.50x26mm rx graftmaster stent delivery system (sds) was advanced; however, would not exit the child guiding catheter. The sds was removed and then re-inserted. The sds was able to advance to the lesion; however, during deployment, the balloon did not inflate completely, and the distal end of the stent was not expanded. A balloon rupture was suspected at the first inflation at unknown atmospheres. An attempt was made to remove the sds; however; it could not be withdrawn into the guiding catheter as the balloon was stuck within the partially expanded stent. A guide wire was inserted through the expanded area of the stent and another balloon catheter was inflated to fully oppose the stent at the perforation site. The sds was then removed with difficulty. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The hypotube separated and the guide wire exit notch was torn during removal of the sds from the patient. No additional information was provided.

Manufacturer narrative:
H6: device code 2017: re-insertion. A visual and functional inspection was performed on the returned device. The reported material separation and split, cut or torn material (shaft) was confirmed. The reported material rupture was not confirmed. The reported difficult or delayed activation could not be tested due to the condition of the returned device (section not returned). The reported difficult to advance/position and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure, as it is likely the device interacted with the guide catheter in addition to the mildly calcified, moderately tortuous, 100% stenosed lesion during advancement causing the reported difficult to advance/position, which contributed to the reported difficult or delayed activation. It was reported that the stent was partially inflated in the anatomy. It is likely the balloon became stuck within the partially expanded stent during retraction which contributed to the reported difficult to remove, torn material (guide wire exit notch) and noted stretched inner/outer member and wrinkled outer member, causing the stent to dislodge, ultimately contributing to the reported material separation. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.